Event description:
Our distributor reported that a rt106 adult breathing circuit had the proximal tube missing. This was discovered during an inwards goods inspection.

Manufacturer narrative:
This was reported to fisher & paykel healthcare by a distributor. The prod is not sold in the USA but it is similar to a prod which is sold in the USA. The returned device was visually inspected. Results: we confirmed that the proximal tube was missing. It was most likely omitted during the packing process. Our records indicate that three other complaints (total four complaints) of this nature have been received for the given lot number. Conclusion; this will be brought to the attention of mfg team members. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last yr of 0.003%. We have an open CAPA project to address the issue of components being omitted during the mfg process.